Event description:
It was stated that the device did not read the cassette. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4 - primary UDI number - updated. D7a - single use device - updated. H6: codes were updated. One device was returned for investigation. The customer reported issue was stated that the device does not read the cassette and it was able to be duplicated. The reported issue was determined to be caused by a delaminated dso seal and recalibrated dso sensor (sensor work out of specification because dso seal was delaminated). Problem was resolved after replacement dso seal. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Review of event log found no relevant information. Review of service history found no service within the last 12 months.